Manufacturer narrative:
Per the investigation, this odor/smells complaint was the result of a non-vacuum system vapor related odor. Upon return, the lfps2 power supply module failed functional testing. As a result, this complaint is deemed not reportable because there is no serious injury trigger related to electrical components in sterrad® sterilizers to report a malfunction and a serious injury or death is not likely were this malfunction to reoccur.

Manufacturer narrative:
A field service engineer was dispatched to the customer site. Odor/smell was confirmed. A pm2 was performed and the lfps-power supply, (B)(4) was replaced.

Event description:
A customer reported an event of odor emitting from the sterrad 100nx. There was no report of human reaction. The unit was turned off and an asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2012.